Event description:
It was reported that the right ventricular (rv) lead exhibited increased pacing threshold due to dislodgement confirmed via x-ray. This lead was repositioned and remains in service. No additional adverse patient effects were reported.